Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer received pump reset information from technical support and successfully reset the pump, preventing the recurrence of the malfunction. The customer was advised to monitor the pump and report any reoccurrence of the issue.